Event description:
It was reported that the user experienced two infusion set issues with a teflon 6 mm, 23-inch set from lot 6008303, including one deployment error and one site that bled upon insertion leading to removal (documented in a separate complaint). This resulted in a shortage of usable infusion sets so a goodwill replacement box was arranged. No reported symptoms. Outcomes included no device alerts, no alarms, no hospitalization, and no reported impact on blood glucose. Investigation included collection of event details and product lot information. Investigation of this case revealed improper insertion consistent with use-related application difficulties, with no indication of pump malfunction or connector failure. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion site insertion.